Manufacturer narrative:
The pipeline flex embolization device and marksman catheter were returned for analysis. The pipeline flex embolization device was returned with the marksman catheter broken and stuck on the pipeline flex pushwire at its distal end. The returned devices were decontaminated. No bends or kinks were found with the pipeline flex pushwire. The marksman catheter was found broken at ~31.2cm from the distal marker/tip. The marksman catheter was found stretched and accordioned with the inner wire stretched out from within the separated end. The marksman distal marker/tip was found crushed. The pipeline flex embolization device could not be pushed out from within the marksman; therefore, the pipeline flex embolization device was pulled out proximally. The pipeline flex pushwire distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex pushwire was found detached at the hypotube proximal to wire weld. The distal segment of the pipeline flex (resheathing marker/pad, braid, ptfe sleeves, tip coil) was found detached from the pushwire. An in-house mandrel was inserted into the marksman distal tip and became stuck at ~21.2cm. The marksman catheter was dissected (cut) and the pipeline flex separated distal segment was removed from within the marksman. The resheathing marker/pad appear to be in good condition. The pipeline flex braid was found open on its proximal end; however, the braid distal to the proximal end and at the braid distal end were found not open. The ptfe sleeves appear to be in good condition. The pipeline flex tip coil was found bent. No other anomalies were observed. The detached pushwire was sent out for sem/ eds analyses. Based on the device analysis and reported information, the report of ¿pushwire break/separation¿ was confirmed. The returned pushwire appeared to be detached at the hypotube proximal to the wire weld. From the damages seen with the catheter (separation/ stretching/ accordioned) it appears there was excessive forced used (pushing/pulling). The distal wire was possibly detached due to tensile failure. However, the event cause could not be determined. Did not uncover any deficiencies with regard to the soldering process. The elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The returned pipeline flex and the marksman catheter were found to be damaged. The customer reported that the patient¿s vessel tortuosity was ¿normal¿ and there was high resistance during delivery. In addition, the devices were prepared per the IFU and a continuous flush was maintained during delivery. From the damages seen on the catheter body (stretching/accordioning); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance the pipeline flex delivery system through the micro catheter against the resistance. In this event, the user error may have contributed as the customer continued to advance the pipeline flex delivery system despite of high resistance. However, the cause for the resistance could not be determined. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ linked with MDR: 2029214-2019-00260. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during delivery of the pipeline flex in the marksman catheter, pipeline stuck and pushwire broke. The patient underwent embolization treatment for a small unruptured saccular right internal carotid artery aneurysm, measuring 7mmx3mm, landing zone distal 3.9mm, proximal 4.0mm. The vessel was normal tortuous. It was reported that multiple aneurysms in the right internal carotid artery bed segment, intraoperative 6f 90cm long sheath, navien 058-115 and marksman 135cm delivered stent ped-400-25. The pipeline delivery was difficult, the marksman catheter and stent were stuck, the stent cannot push out the catheter, leading to stent and guidewire cracked. The stent was released in 135 marksman and then withdrawn from the patient. The broken segment of the pushwire removed from the patient. There was reportedly no damage to the catheter. There were not any patient symptoms or complications associated with this event. Yes, dapt (dual antiplatelet treatment) administered. No images available for review. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. A continuous flush was maintained during the procedure.